Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cystectomy. According to the reporter: the suture did not keep and the pt had to be re-operated. There was additional tissue loss but no excessive blood loss. However, the pt had to stay in one more month in hospital than normal.